Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) PMA/510(k) k171712. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "when the filter was deployed, it tilted 24 degrees upon release". Patient outcome: unknown.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref#: (B)(4). After investigation the event for this pr# is no longer reportable as investigation concludes that filter was placed in a mega cava which is off label, since the event is solely the result of user error with no other performance issue and could not have lead to a serious injury, the event is deemed not reportable. Summary of investigational findings: the investigation is based on the event description, as well as the clinical assessment of the returned image. It was reported that 'when the filter was deployed, it tilted 24 degrees upon release'. It is not clear if any additional procedures were performed to recapture the filter. The single submitted image demonstrated a celect pt filter with a leftward tilt of 24° relative to the center line of the ivc. The calculated diameter of the ivc measured approximately 3.2 cm, above the recommended size limit to use the celect platinum ivc filter. The ivc diameter measuring greater than the recommended diameter for placement may have contributed to the incomplete engagement of the primary filter feet with the walls of the ivc. In addition, the secondary arms would be less effective at centering the ivc filter in a larger diameter cava. Both of these factors may have facilitated development of the tilt. Furthermore, the IFU recommends applying slight back tension while deploying the ivc filter. If the operating physician inadvertently pushes forward on the deployment device during release of the ivc filter, this can cause the filter to tilt and/or not to release completely from the deployment device. In conclusion, the leading potential cause for the filter tilt is related to the size of the ivc and the inappropriate use of a celect platinum ivc filter in a megacava. There was no discussion of why the filter was left in this position and not removed/replaced with a more appropriate ivc filter, 'which should have been strongly considered, given the angle up tilt and the size of the ivc'. However, we were informed that the cook medical district sales manager "look forward to being present for the filter removal" and consequently it is assumed, that the filter has been removed. No evidence to suggest the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.